Event description:
Boston scientific received information that two days after this cardiac resynchronization therapy defibrillator (crt-d) was implanted, the shock impedance measurements on this right ventricular (rv) lead have been 200 ohms using manual measurements. During the implant procedure, the shock impedance values were in normal range. Testing was performed using a 1.1 joule shock and the shock impedance measurement was at 34 ohms. A memory download was performed and sent to boston scientific technical services (ts) for evaluation. No additional adverse patient effects were reported. A review of the data revealed that the one out of range shock impedance measurement had saturated values when the distal coil was part of the shock configuration. When the shock configuration was changed to proximal coil to can, the shock impedances were in normal range. The ts consultant discussed that the distal coil could be either not be properly connected or the lead is fractured. Another possibility was that there was electromagnetic interference (emi) when the shock impedance measurements were taken. The ts consultant suggested that further testing of all shock configurations be performed in a different location without further environmental noise to evaluate if the issue was related to emi or due to a connection/lead issue. If the values continue to be out of range, then a revision procedure should be considered.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the lead and device remain implanted and in service. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received that further testing with this crt-d and rv lead had been performed and confirmed that the shock impedance measurements continued to be above 200 ohms. A chest x-ray was performed and no anomalies were noted. A revision procedure was then performed to check the system. It was discovered that the setscrew on the crt-d header was not fully engaged. The setscrew was engaged and the crt-d and rv lead remain implanted. No further issues have been reported. No additional adverse patient effects were reported.